Manufacturer narrative:
A questionnaire was sent to the customer for more detailed information about the case. The device is currently not available for investigation. The investigation is on-going and a follow-up report will be submitted when the investigation is complete.

Event description:
On (B)(6) 2019, (B)(4) received the following information: during the operation, the doctor suddenly found that the vision of the ureteroscope was blurred. They were unable to perform the operation and could not see clearly at all. The operating room was immediately informed to prepare the spare ureteroscope for subsequent operation. No discomfort to the patient.

Manufacturer narrative:
The device was not available for evaluation. The device was in use at the customer site for 20 months. The most likely scenario is a sporadic failure of the sealing ring that provides the seal between the tube and the funnel holder. The sealing ring is no longer watertight and allowed some moisture to enter the device, causing the blurred image. Possible hazards were taken into account in the risk assessment a1 r05 with the corresponding extent of damage and probability of occurrence and assessed with an acceptable risk. This assessment is still valid taking into account the current case. In the instructions for use ga-d352, the user is instructed to carry out a visual and functional check before and after each use. Contact with the customer directly by the distributor established that there was no patient harm, no significant delay in procedure, and no health consequences at all for the patient. A replacement device was immediately available and the operation could be carried out and completed with no discomfort or any other issues for the patient. The reported issue does not represent a general product problem that includes a non-conformity, negative trend or previously unknown hazards. As the complaint relates to a handling error, a systemic problem is not indicated and the warnings relevant to the problem described by the customer in the instructions for use ga- d352 are considered sufficient, no further investigation or action is warranted for this case, other than the continued monitoring of customer complaints to determine a possible trend. Richard wolf gmbh considers this case to be closed.